Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: microscopic evaluation revealed a dark area on the device septum retainer at the ten o'clock position. When removing the retainer and examining at high magnification, dark particles were seem embedded on the retainer. A review of the device history record was performed and did not identify any manufacturing variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The report of black foreign material on the device septum has been confirmed. This event appears to have occurred during the mfg process. The quality assurance department has been notified of this report in the event that corrective action needs to be implemented within our facility to prevent future occurrences of this type. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 12/11/96, the MFR received info from it's distributor that on 11/13/96, it was discovered that black foreign material was contained in the device septum. The facility requests that the device be exchanged.